Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device's power supply assembly was malfunctioning. The distributor in (B)(4) was shipped a replacement power supply assembly to repair the device and return it to service. The alleged faulty power supply assembly was received and routed to the carefusion failure analysis lab for evaluation. The (B)(6) evaluated the power supply assembly and found that the cause of its failure was that the 48v power supply module was malfunctioning.

Event description:
The distributor in (B)(4) reported that the ac power indicator on the device doesn't light up and that the device will not run on ac power.